Event description:
Boston scientific received information that this right ventricular lead displayed noise leading to oversensing and pacing inhibition. As the patient is pacemaker dependent, this resulted in greater than 2 seconds of asystole. Surgical intervention was performed to replace the lead with no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.